Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg no longer holds its charge. The patient underwent a battery replacement procedure wherein an MRI capable ipg was implanted. The patient was doing well post-operatively. The explanted ipg was discarded.